Manufacturer narrative:
H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. According to the gore® tag® conformable thoracic stent graft with active control system instructions for use (IFU), potential device or procedure-related adverse events that may occur and/or require intervention include, but are not limited to, neurologic damage, local or systemic. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2025, this patient underwent emergent endovascular treatment of an arch aorta aneurysm rupture using gore® tag® conformable thoracic stent graft with active control system. Reportedly, the patient developed severe cerebral infarction immediately after the procedure, a follow up computed tomography imaging also revealed extensive cerebral infarction. Due to the patient condition, no treatment was performed, and the patient has been transferred to another hospital.